Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hwc. Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. Reporters state: (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for distal radius with va tcp implants in question. After the surgery, on (B)(6) 2021, the sales rep got the information that 3 screws which locked distal part of the plate broke on unknown date. The actual screws and plate will be collected. No further information is available. This report is for one (1) va lockscr ø2.4 self-tap l18 tan. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: visual analysis of the returned sample revealed that va lockscr ø2.4 self-tap l18 tan the screw was broken at the neck and the broken piece was also returned. No other issues were identified. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of va lockscr ø2.4 self-tap l18 tan in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the va lockscr ø2.4 self-tap l18 tan. While no definitive root cause could be determined, it is probable that the va lockscr ø2.4 self-tap l18 tan was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 04.210.118s; lot # 7l17766; manufacturing site: selzach; release to warehouse date: 06 aug2020; expiration date: 01 aug2030; supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.210.118; non-sterile lot # 47p3482. Manufacturing location: monument; manufacturing date: 12-mar-2020; part number: 04.210.118, 2.4mm ti va locking screw stardrive 18mm; lot number: 47p3482 (non-sterile); pat number: 04.211.018.999, 2.8mm ti screw blank 18mm 02.7 variable angle w/sd8; lot number: 40p4970; part number: 23032, tialnbci2.78; lot number: h782064. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.